Manufacturer narrative:
Product analysis performed: visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 9 ohms, red [w/white band] 7 ohms, blue 9 ohms, and blue [w/white band] 8 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. Conclusion: there was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation performed as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that there was a parathyroid procedure in which they had a problem with the emg tube. They could not get it to stimulate. Additional information received from the manufacturer representative indicated that they were not hearing anything, no audible or visual warnings when stimulating but they could see the patient move. Through troubleshooting they determined that it was probably the emg tube causing the issue. It was the initial use of the device and the device was available for return.